Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for labeling errors with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the lot number and expiration date on the bd vacutainer® edta 2k were not printed correctly.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.